Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the samples were not returned. Although a definitive root cause could not be determined, inadequate connection strength during power injection and/or catheter connection flexural fatigue and/or over stretch due to occluded catheter during power injection could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately three months post port placement via right internal jugular vein the port was removed and it was allegedly identified the catheter tip was missing. Reportedly, the catheter tip migrated to the right side of the heart. The port and catheter tip were removed and a new port was placed. There was no reported patient injury post removal and replacement procedures.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. (Expiry date: 04/2021).

Event description:
It was reported that approximately three months post port placement via right internal jugular vein the port was removed and it was allegedly identified the catheter tip was missing. Reportedly, the catheter tip migrated to the right side of the heart. The port and catheter tip were removed and a new port was placed. There was no reported patient injury post removal and replacement procedures.